Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "device explantation" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a clinic visit that the representative was attempting to help the patient with programming their device and discovered that the patient had their axonics system removed in (B)(6) of 2024. There were no other issues or complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that during a clinic visit that the representative was attempting to help the patient with programming their device and discovered that the patient had their axonics system removed in (B)(6) 2024. There were no other issues or complications mentioned.